Event description:
The account stated that the new brake detent the technician installed on mod 424 broke and the bed would not come out of brake. No report of injury.

Manufacturer narrative:
The technician found the detent was broken. The account replaced the brake detent assembly to repair the bed.